Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had symptoms of bradycardia. The leadless implantable pulse generator (ipg) was inactivated and replaced by a transvenous ipg system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) was pacing below the lower rate. It is suspected to be caused by over-sensing/ interference between a spinal cord stimulator implanted near the ipg. The ipg remains in use. No patient complications have been reported as a result of this event.